Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5042686 and 5030777. Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, serial: null, batch: 21808898 and 21830979.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. X-rays were taken which confirmed lead migration. It was noted that the patient has had multiple psychogenic seizures, which are not device related. The patient underwent a lead revision procedure in which three leads and two clik anchors were explanted. During the revision procedure it was noted by the physician that when the sutures were removed from the clik anchor it slid off of the lead. It is suspected that this caused the lead to migrate thereby causing the inadequate stimulation. It is unclear if the clik was not hexed down during the initial implant and or if it became loose post implant. The patient is doing well post operatively and stimulation has been reestablished. The three leads were disposed of by the facility and the two clik anchors are in route for analysis.

Manufacturer narrative:
Sc-4318 / 21808898: the allegation the device was unable to be sutured to the anchor was not confirmed. Visual inspection revealed the anchor suffered a torn eyelet and missing silicone in the field. The device was still able to lock down multiple leads with an audible clicking sound.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. X-rays were taken which confirmed lead migration. It was noted that the patient has had multiple psychogenic seizures, which are not device related. The patient underwent a lead revision procedure in which three leads and two clik anchors were explanted. During the revision procedure it was noted by the physician that when the sutures were removed from the clik anchor it slid off of the lead. It is suspected that this caused the lead to migrate thereby causing the inadequate stimulation. It is unclear if the clik was not hexed down during the initial implant and or if it became loose post implant. The patient is doing well post operatively and stimulation has been reestablished. The three leads were disposed of by the facility and the two clik anchors are in route for analysis. Additional information was received that the missing silicone from the clik anchor was removed from the patients body and discarded by the facility.